Event description:
It was reported that the patient experienced overstimulation when the device was off (i.e. While coughing or sneezing). It was stated that the patient had an appointment scheduled with his healthcare professional (hcp), the date was unknown. It was noted that the device pocket sight had been sore for the last four days ((B)(6) 2012). Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Additional information indicated that the patient did not have concerns with his device/therapy.